Event description:
It was reported that during a ptca/atherotomy treatment procedure, the maverick2 monorail balloon ruptured at unknown atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in the lad - 1st diagonal branch coronary artery. The patient was asymptomatic during this event. It is noted that resistance was met with insertion of the maverick monorail balloon. The maverick2 monorail balloon was removed and replaced with a rotablator 1.5 mm device to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.